Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure the pacing impedance measurement exceeded the upper limit. The lead was not implanted. Further information was requested but not received.

Manufacturer narrative:
The reported event of the high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. No visual anomaly on the lead was noted except for procedure damage.